Manufacturer narrative:
The biopsy needle was returned and evaluated by the failure analysis (fa) team. The biopsy needle was found to have a lodged needle tip failure. Visual inspection revealed that the needle tip was lodged in the sheath. The customer's reported complaint was confirmed. The lodged needle likely caused the detached fragment failure, and functional testing could not be performed due to the lodged needle tip. The root cause of this issue has not been established. Additionally, the biopsy needle exhibited a detached fragment failure. During visual inspection, it was observed that 6 mm of the sheath tip was missing, likely due to the lodged needle tip. However, the missing 6 mm sheath tip was not returned for examination. Although the initial investigation suggested that the most probable common cause was user error, further investigation revealed that the root cause remains undetermined. The biopsy needle also showed a needle extension failure. A manual test for needle extension and retraction was performed, but despite applying significant force to the needle handle, the needle did not extend. This failure is likely related to the lodged needle tip. The initial investigation indicated that the root cause was not determinable or applicable, but after additional testing, the conclusion remains that the cause has not been established.

Event description:
A biopsy needle had the needle through the sheath out of the box. The biopsy needle was not used on a patient.